Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was detached, exposing the corewire by approximately 0.1cm. The corewire tip was exposed and the distal end (jacket) was kinked. There was no evidence of corewire fracture. The coating had a cut which was consistent with damage from mechanical causes. The complaint is consistent with the returned guidewire that the distal tip was detached, exposing the tip of the metal corewire. Based on all gathered information, the most probable root cause is "handling damage¿. There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-02913 and 3005099803-2015-02914 for the other associated device information. It was reported to boston scientific that two jagwire guidewire were used during a stone removal procedure performed on (B)(6) 2015. According to the complainant, during introduction, the hydrophilic tip detached exposing the tip of the metal corewire. A second jagwire guidewire was used and the hydrophilic tip detached exposing the tip of the metal corewire. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-02913 and 3005099803-2015-02914 for the other associated device information. It was reported to boston scientific that two jagwire guidewire were used during a stone removal procedure performed on (B)(6) 2015. According to the complainant, during introduction, the hydrophilic tip detached exposing the tip of the metal corewire. A second jagwire guidewire was used and the hydrophilic tip detached exposing the tip of the metal corewire. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.